Manufacturer narrative:
The reported event of pocket erosion was not confirmed. Analysis was normal. No anomalies were found.

Event description:
Reported manufacturer number:2017865-2021-02564. It was reported the patient presented in the emergency room for syncope. The patient's implantable cardioverter defibrillator was noted to be eroded through her skin and the patient experienced an infection. The physician explanted the device and the right ventricular lead. The patient was in stable condition.